Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values 1 day after the sensor was inserted in the arm. On (B)(6) 2024, the patient experienced dizziness and loss of consciousness. The parent treated the patient with 2x nasal spray (nasal glucagon baqsimi). Although the cgm was reported inaccurate, there were no bg nor cgm values reported. It was reported that the sensor was wet and displaced. When the patient regained consciousness the bg reading was 90 mg/dl. There was no documentation about medical intervention. At the time of the report the patient was healthy and fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.